Manufacturer narrative:
The reported complaint was confirmed. The service repair technician (srt) replaced the small graphics board. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). During laboratory evaluation the reported issue was confirmed. The product surveillance technician (pst) observed pump to power on with blank display. Per pst the issue was caused by integrated circuit (ic) u336 of display board experienced excessive heat damage rendering the display board inoperable. The product will be sent to service to be brought to manufacturer¿s specifications before being returned to the customer. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). The pump was being used as a cardioplegia (cpg) pump. The field service representative (fsr) replaced the pump. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, a 'service pump' error message was displayed before the display turned black. The roller pump was controlled through the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.